Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that on an unknown date, a sjm pericardial patch was implanted in the patient. On an unknown date, a culture positive of exophiala species from the explanted patch.